Manufacturer narrative:
Field completed with ni, as the initial reporter did not indicate if they had already or intended to file a report with FDA.

Event description:
Reporter stated that a patient's venous blood glucose was measured on the inform system with a result of 98 mg/dl. The same sample (collected in a heparinized tube), was also tested in the facility's laboratory, which returned a blood glucose result of 27 mg/dl. Reporter did not know how much time elapsed between the tests; as such, the possibility of glycolysis in the sample could not be precluded. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.